Manufacturer narrative:
H3 other text : device serviced at third party service center.

Event description:
The manufacturer received information in relation to an everflo oxygen concentrator. The device was returned to a third party service center. The device was evaluated by a service technician. The technician reports sieve and o2 pilot solenoid are clogged and the power cable is melted.

Manufacturer narrative:
Section h6 have been corrected in this follow up report.